Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, broken the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: observed red biological tissue. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional confirming "left side rupture, capsular contracture baker grade IV, pain, and "chronic "illegible", pain, reactive lymph nodes" diagnosed by MRI. Device has been explanted.

Event description:
Patient reported, it was assumed that only the left implant was defective, but during surgery it turned out that both implants were defective. The cover of the right implant was still intact but still defective, as you can see from the video.(silicone escapes when pressed) the left implant had progressed massively throughout the chest cavity. Since then, I have been suffering from depressive stress disorders, anxiety disorders regarding the potential use of new implants and a disturbed self-image as a woman and self-esteem due to the now ¿empty¿ chest cavity.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Representative on behalf of patient reporting rupture. The affected location and device status is unknown.

Event description:
Healthcare professional confirming "left side rupture, capsular contracture baker grade IV, pain, and "chronic "illegible", pain, reactive lymph nodes" diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade IV

Event description:
Healthcare professional confirming, "left side rupture. Capsular contracture, baker grade IV. Pain, and "chronic "illegible", pain, reactive lymph nodes". Diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as surgical damage. Capsular contracture: unable to observe, as it is not related to the device. Lymphadenopathy: unable to observe, as it is not related to the device. Inflammation/irritation: unable to observe, as it is not related to the device. Additional observations: no other observation observed. No further actions are required, since no manufacturing issue is observed.